Event description:
The patient reported that a pod failure was associated with high blood glucose levels that required hospitalization. No additional details regarding the date the hospitalization occurred, length of stay, symptoms experienced, diagnosis, or treatment provided were available at the time of reporting. The patient was unable to provide this information during the initial contact and indicated that the patient would call back to complete the required documentation. Multiple follow-up attempts were unsuccessful; therefore, all medical details related to the hospitalization remain unavailable due to lack of patient follow-up. A supplemental report will be provided if new information is received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.